Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned .

Event description:
It was reported that the pump battery was noted to be depleting quickly. The battery gauge depleted approximately 50% within one day. The customer's blood glucose level was 182 (mg/dl). The customer delivered a bolus. It was confirmed that the customer had alternate insulin therapy available.